Event description:
Stroke in 2000. Pt has had serveral small strokes - largest one cerebellum silicone emboli - caused. Strokes have left pt with with some cognitive and memory problems - balance and vertigo are continual. Perephireal neuropathy in both legs - carpal tunnel both hands. Neck back pain, v-tach-episodes. (Both implants ruptured undetected. Pt asks please do not allow these back on the market. Pt feels this was an incredibly stupid thing to do to self.